Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 3070040, lot 9418085 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the cements in question. During the surgery, two 40 g cements were opened. However, the cement hardened in a shorter time than expected. The femur and tibia were fixed, but the surgeon could not make it in time for patella replacement, and additional 40 g of cement(same product code) and smartmix bowl (product code: 5401-80-000 ) were opened and the patella was implanted. The timing at which the surgeon determined that the original cement had not hardened or could not be used was less than 9 minutes from the start of mixing in the smartmix bowl. The set temperature of the operating room was 20 degrees, and the product in question was brought into the operating room 15 minutes before the start of surgery. A surgeon with experience of using the product commented ¿isn't it too early to harden? ¿ the surgery was completed successfully and there was less than 30 min surgical delay. No further information is available.